Manufacturer narrative:
A bci field service engineer replaced the valve.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a modular chemistry sample t-valve leak on the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.